Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to the analog board. During the evaluation of the analog board, the root cause was traced to missing resistor on the board. Therefore, the analog board was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.